Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had migrated down in the pocket and ended up pulling and dislodging both of the leads. Surgical intervention was performed and the leads were explanted and replaced. The pacemaker was repositioned and remains in service. No additional adverse patient effects were reported.